Manufacturer narrative:
The pt was stabilized and later placed on conventional hemodialysis. The pt was doing well and had been transferred to the rehabilitation center. This was a critical ill pt who was septic with cardiogenic shock. The pt was severely acidotic. The pt was being maintained with mechanical ventilation and inotropic medications. The continuous renal replacement therapy (crrt) session had been initiated approx three weeks earlier. The crrt modality was continuous veno-venous hemofiltration (cvvh). The blood flow rate was 170 ml/min, the replacement flow rate was 2000 ml/hour and the pt's fluid removal rate was 250 to 280 ml/hour. The pt was receiving no anti-coagulations medications. Six days later, gambro technical services (gts) field rep inspected the prisma machine and was unable to duplicate the reported alarms. The machine performed to meet MFR's specs. He collected the events data starting from event day at 11:49 to 16:32. Prior to starting the pt's session, there were malfunction alarms of "pressure zero test", these alarms were cleared. The excess pt fluid loss or gain limit was set at 230 ml for a 3-hour period. The crrt session was initiated at 12:10. From 12:10 till 14:12, the majority of the alarms were access alarms. From 14:12 till 16:10 there were the normal effluent and replacement fluid alarms. Then at 16:12, the machine started to alarm periodic self-test failure. The treatment was stopped at 16:32. Facility's intensive care unit (ICU), registered nurse (rn) had contacted gambro customer services on event day at 17:05. From reviewing the events data for the prisma machine, it is unclear what timeframe she was referring to when she called and reported that there had been three episodes where the pt's crrt session had to be restarted. She was not available for comment on this. Facility's intensive care unit (ICU), nurse MFR, rn, reported that the three episodes of cardiac arrest were caused by the pt's severe acidosis and not caused by the prisma machine. He felt that the staff were much stressed and might not have responded appropriately to the prisma alarms. There is no indication that the prisma machine caused or contributed to the pt's cardiac arrest situation.